Event description:
Per oos, this lead was capped. Per the st mary's hospital pacer clinic in rochester, mn, this lead was capped due to high impedances and loss of capture when programmed bipolar. This lead could capture when programmed unipolar with high outputs. This lead was replaced with a medtronic capsureflix novus.